Event description:
Customer reported via phone call to have received a button error alarm and was not able to clear due to buttons not responding. Customer also reported that display screen was frozen. Customer's blood glucose was 180 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump had intermittent button response due to corrode keypad traces. No button error alarm and no frozen screen noted during testing. The device had cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads, and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.